Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high and low blood glucose levels. Customer¿s blood glucose level went as high as 388 mg/dl and as low as 48 mg/dl. Customer treated their high blood glucose levels via insulin pump. Customer treated their low blood glucose levels via glucose tablets. Troubleshooting was performed. Customer advised the auto mode feature was on and they went through three sensors. Customer advised one of the sensors pulled off and the other one did not get in. The insulin pump will not be returned for analysis.